Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported in regards to the box plate on the manubrium either the band broke, the lock didn¿t hold the band, or the surgeon did not fully twist during step 3 to lock the device. He stated "the surgeon moves quickly so it was difficult to tell what exactly happened". The delay in the case was approximately 20 minutes. The issue was noted prior to the insertion of screws. A new set was opened and the box plate on the manubrium was removed and replaced and the surgery was completed successfully.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The tensioner, band, and plate assembly that was used in the manubrium was returned for evaluation. The implant was returned in a biohazard condition so it was visually evaluated through the cup. The band is not in the locking mechanism body, the locking cam was inspected and found to not have been locked in place. There are no signs that the band fractured. There is some twisting at the edge of the band where step 3 occurred and cut the band. Dimensional evaluation was not conducted due to the biohazard nature of the product and the necessary evidence gathered through visual evaluation. The complaint that the band broke was not confirmed as there is no evidence to support the claim that the band broke. It is possible that the locking cam did not get fully locked and the band slid out of the locking body mechanism due to nothing holding the band in place. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer, additional narratives/data.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.